Event description:
It was reported that prior to an ultrasound guided percutaneous ascites drainage catheter placement procedure, the trocar needle allegedly got stuck when pulled out of the catheter. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 6fr navarre drainage catheter locking pigtail segment was returned for evaluation. Functional, gross, and visual evaluations were performed. The inner stylet was returned within the catheter. The inner stylet and cannula were not locked into place at the catheter hub. The distal tip of the stylet was noted at the distal end of the catheter. The device was noted to be bent on the center portion. The device appeared to not pigtailed at the distal end of the catheter. Pigtail thread was noted throughout the catheter. An attempt to carefully removed the inner stylet from the catheter was performed. Small resistance was felt during attempt. The stylet was noted to be bent in the center. An attempt to carefully removed the inner cannula from the catheter was performed. Resistance was felt during attempt. Also, one electronic photo was provided for review. The photo shows the navarre drainage catheter placed in the product package and the product label shows the catalog number, lot number and expiry date. Therefore, the investigation is confirmed for the reported physical resistance and difficult to remove issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an ultrasound guided percutaneous ascites drainage catheter placement procedure, the trocar needle allegedly got stuck when pulled out of the catheter. The procedure was completed using another device. There was no patient contact.